Event description:
A family member alleged that the footplate is cracked. She said that the patient has a cast on and stepped on it and it cracked it but she is not sure if that is what happened or not. There is no report of injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx58fb, serial number/date (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1110550, rev.g(feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the initial reporter. The consumer's medical condition is described as very ill, however no further detail was provided. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.